Event description:
Plastic tip somehow became dislodged and wasn't noticed by the staff. Pt. Complained of a sore throat after procedure. Given throat spray, etc. Pt. Was later given medications and began to choke and coughed up 1" x 3" piece of plastic. Note: acmi was notified via medwatch report, see addt'l communication log.

Manufacturer narrative:
Customer not returning product. Evaluation not performed. The problem likely due to user error. Historical data indicates that problems of this nature are the result of incorrect assembly of the device by the user. Device labeling has explicit instructions regarding the proper assembly of the blade extender and the laryngoscope blade. When properly assembled, a blade extender remover (cat. No lar-ER) used to remove the extender for the laryngoscope. This blade is nearly impossible to remove with bare hands, impossible to fall off if installed properly.